Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open laparotomy distal pancreatectomy and splenectomy, the surgeon used the stapler to clamp the pancreas tissue. The surgeon was able to press the green button, however, a resistance was felt while squeezing the handle. The handle couldn't be closed and the stapler did not fire. A new stapler was used to complete the case. There was no patient injury.